Event description:
Device 1 of 2. Reference MFR report: 1627487-2012-11869. It was reported the pt rec'd the scs system for pain in the rib area due to a motor cycle incident. It was reported the pt rec'd stimulation coverage for about a week. More recently, the pt had experienced shocking sensations while reaching. The physician opted to explant the entire system. It was reported the procedure was w/o incident.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.